Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had alarmed excessively and that the customer had experienced low blood glucose levels. The customer stated that the blood glucose reading was in the 30 mg/dl range not too long ago. He was unaware why and stated he was very frustrated with the product. The customer did not specify which alarms occurred. Nothing further reported.